Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that the touchscreen of a v60 ventilator needs to be replaced. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
Upon further investigation, it was reported that the touchscreen not calibrating was identified during maintenance, there was no patient involvement, delay to therapy, or patient or user harm. Therefore, this complaint no longer meets reportability requirements.